Manufacturer narrative:
Medrad service representative checked injector with no problems found.

Event description:
Customer reported during a procedure, an extravasation of 100 ml's occurred. Patient required surgery. No additional information in regards to patient.